Event description:
Boston scientific crm received information that this device has shown fluctuating battery measurements. One time it showed less than 5 years remaining then one month later showed 1.5 years remaining. No programming changes were made to the device. The device was explanted and successfully replaced without incident. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device functioned within electrical specifications during sensitivity and pacing tests. The reason for the longevity remaining changing as noted in the field is due to the slight changes in the lead impedance averages, which resulted in the device changing the calculated hybrid current bin. A higher calculated device current bin results in reduced longevity.